Event description:
Upon opening two of the same angio caths, both were noted to have the damaged sheaths exposing the needle. Once discovered, supply chain notified about the concern and removed the product from use. Supply chain reported this to the vendor for investigation. No harm to any patient as the damaged was recognized prior to IV insertion. Ref report: mw5167667.